Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.75 v after the rep performed a capacitor reformation in storage mode.